Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the alarms occurred when the user was sitting on the couch and when the pump was left in the bathroom while the customer took a shower. The user's blood glucose (bg) level ranged from 274 mg/dl to 335 mg/dl. The user addressed bg level with a manual injection. There was a delay in clearing the alarm. Reportedly, it was confirmed that the user had an alternate method of insulin delivery.